Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which the existing device was removed and a new ipp was implanted. During the procedure fluid leak was noted due to a cracked tubing above the pump and by the connector. No information was provided about the patient's outcome. No more information available through physician. Should additional information become available, it will be provided.